Event description:
It was reported during a cruciate ligament reconstruction surgery, the kirschner wire broke in the angle director and couldn¿t be pulled out. No patient injury was reported.

Manufacturer narrative:
One director drill guide angled bullet was returned for evaluation. Visual assessment confirmed a portion of a passing pin remains within the bullets cannulation. The broken passing pin is lodged where the cannulation transitions down in size and cannot be removed. As reported the passing pin used in conjunction with the bullet was not a smith+nephew device. The director drill guide angled bullet is designed to be used with compatible smith+nephew guidewires or passing pins. User error may have contributed to this event.